Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump declared a button alarm. Contact believes that the customer was playing around with the pump that could have led to the alarm. In addition, the customer was having difficulty charging the pump and the pump shut down due to insufficient power. Customer reported blood glucose (bg) level was 409 (mg/dl). A correction bolus via the pump was administered to address bg level. Reportedly, the pump was charging as expected at the time of the call.